Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received with the tissue stop out of position; in addition, the tip of the advancer was observed to be bent. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was cycled and the tip of the advancer broke off; due to this condition no further testing could be performed. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The tissue stop is out of position due to the condition of the bent advancer. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, jamming occurred and the device could not be inserted into a trocar since the jaws were distorted. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.